Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. Additional information was received confirming this lead was abandoned as it was not being used. This rv lead was implanted in the atrial port as a back up lead if it was needed as the patient suffered from a complete heart block. As it was not being used, the physician decided to abandon it. No product issue was related to this lead and no additional adverse patient effects were reported.